Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly to opened/used. Cannot performed test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call of bent sensor and sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 279 mg/dl while the sensor glucose reading was 67 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that she had a bent sensor and it had a bad reading. The customer will be sent replacement sensor.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly to opened/used. Cannot performed test as the sensor is beyond its expiration date.